Event description:
Initial result for a patient troponin t was 0.034. When repeated, the result was <0.010. The incorrect result was not used to guide therapy. The field service representative found the sample/reagent probe was misaligned and repaired the instrument by adjusting the probe.